Event description:
It was reported that atrial sensing decreased due to micro-dislodgement of the atrial lead. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.